Event description:
No adverse event. I ordered and received an evie ring [class 2, 510k cleared] from movano health. The charger never worked as advertised. The app drained the battery within 24 hours of a full charge. Within 2 weeks of receiving the device, it was completely non-functional. It does not charge or (obviously) record data. [I reached out to the company 3 times regarding this issue without response. The 4th time I replied to a social media post and was asked to dm the company. After describing my issue, they told me that the ring needed to be replaced, they asked me if I wanted to proceed with replacement. I replied that day in the affirmative and asked for directions on how to do get the replacement device. After 4 days, I am waiting for directions.]